Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in the (B)(6) as follows: it was reported that during that the implant holder broke during an anterior lumbar interbody fusion (alif) surgery. The threaded tip of the implant holder which engages with the threaded insert on the implant snapped in situ. The threaded portion of the implant holder remained in the implant. However, the implant was properly positioned so the surgeon was content with leaving the threaded portion in the implant as it was not interfering with anything. The surgery was not prolonged. There was no additional patient harm and the outcome was good, as expected. The surgery was successfully completed. Concomitant reported parts: 1x synfixlr cage (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient code was corrected to reflect complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information received on apr 4, 2017 reported the subject device will not be returned to the manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.